Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing an allergic reaction to the scs system. It was noted that the patient had an allergic reaction from the pellethane, a test material for the lead. The physician administered allergy test and it came back positive. Symptoms were inflammation and redness. In addition, patient was experiencing discomfort at the battery site. Lidocaine patches were given.

Manufacturer narrative:
This is a duplicate issue of MFR report #: 3006630150-2017-04740.

Event description:
A report was received that the patient was experiencing an allergic reaction to the scs system. It was noted that the patient had an allergic reaction from the pellethane, a test material for the lead. The physician administered allergy test and it came back positive. Symptoms were inflammation and redness. In addition, patient was experiencing discomfort at the battery site. Lidocaine patches were given.